Manufacturer narrative:
Inspected 1 opened/used sensor and performed continuity resistance test found sensor passed per specifications and performed the sensor initialization test using a new lab transmitter with a 7xx/5xx paradigm pump. Connected the sensor to the transmitter and placed it in 100 bts solution, confirmed the communication icon was displayed and that the transmitter was flashing while connected to the sensor. The sensor functioned properly. Cannot performed bts test as the sensor is beyond its expiration date. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
The customer reported via phone call the sensor had inaccurate readings that triggered the threshold suspend alarm. The customer¿s blood glucose was 145 mg/dl and the sensor glucose was 45 mg/dl at the time of the incident. Customer's current blood glucose at time of call was 160 mg/dl. The customer states that he was watching television when the insulin pump suspended. The customer then changed the sensor, started new sensor, and changed the suspend on low setting to 80 mg/dl. The customer was informed that their blood glucose and sensor glucose levels were not in acceptable range. The customer was advised that the issue was most likely due to the sensor not situated properly and as well as the site location. Advised customer to monitor issue with new sensor and that a replacement sensor will be sent out. The sensor was returned for analysis.